Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-17692. It was reported that when the patient presented for follow up in clinic, both atrial and ventricular leads were found to be dislodged via x-ray. Both the leads were repositioned. The patient was stable.